Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to right angle extension cable in the form of the dc jack connector completely broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the right-angle extension cable. Dc jack connector of right-angle extension cable was not seated on the cardiomems i3 connector cover prior to disassembly of unit. No visible damage was observed on any other returned cables and cords associated with power supply connections. Unit powered on successfully multiple times with the power supply connected directly to the main unit assembly. Unit powered on immediately when the power button was pressed. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Unit went through diagnostic testing without any power malfunctions. Unit passed diagnostic test (reference attached diagnostic test results). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause of the unit¿s inability to power on during attempted use in the field concluded to be a damaged right angle extension cable.

Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.